Manufacturer narrative:
(B)(4). The pump was unable to perform the displacement test and self test due to a constant pump error 63. Tested with a test p-cap and the test p-cap locked in place properly. Unable to download history files and traces using thus due to pump error 63. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor and force sensor. The following were noted during visual inspection: pillowing keypad overlay and cracked case (battery tube). Cosmetic damage confirmed at keypad overlay and case (battery tube). Pump error 63 was confirmed. Unable to download history files and traces due to pump error 63. Moisture exposure confirmed at the electronic assembly, motor and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the insulin was exposed to moisture. User stated that the insulin pump was dropped in the water. When asked during troubleshooting, the user stated that the damage was not in the area of the retainer ring. The reported damage did not result in harm to the patient. The insulin pump was returned for analysis.